Event description:
User states an erroneous creatinine result was generated. Result did not match bun result so, tech repeated it and found the discrepancy. Initial creatinine result 4.89 mg/dl, repeat 1.26 mg/dl. User stated she did not report the initial result to the physician. The field service representative was unable to duplicate the result, but noted he checked the analyzer.